Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received a minimum fill notification. Reportedly, the customer had filled their cartridge with 180units of insulin. A new cartridge was loaded to resolve the issue. The customer's blood glucose (bg) level was elevated above 240mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer was to continue using the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the minimum fill was identified and a different issue was identified.